Manufacturer narrative:
Investigation conclusion: tested 4x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. The customer used 3ml transport media which is off-label and above the recommended amount for media used with sofia assays. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 1 false positive sars result for one patient. It is unknown whether the patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).